Event description:
A malfunction was reported on the pump due to a momentary power loss to the vibrator motor, indicated by a malfunction 12 code. There was no adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller, but the customer was unable to reset the pump at the time. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.